Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, moderately tortuous, and mildly calcified de novo lesion in the posterior tibial artery. A 2.0x30mm mini trek rx balloon dilatation catheter (bdc) met resistance with the anatomy during removal and the tip of the bdc along with the markers were separated. A snare was used to successfully retrieve the separated balloon. There were no adverse patient sequela and no clinically significant delay in the procedure.